Manufacturer narrative:
(B)(4).

Event description:
The pt experienced respiratory depression associated with oral hydromorphone overmedication. The pt became apneic. The pt was admitted to the hospital. The implanted pump, used to deliver hydromorphone and bupivacaine was set to minimum rate. The situation was life threatening. The pt's blood gas lab work revealed the following: ph 7.32, pco2: 56, po2: 62, bicarbonate: 28. The pt recovered without sequela.